Event description:
It was reported patient was initially implanted approximately two (2) months ago. Subsequently, patient was admitted approximately three (3) weeks post-implantation due to experiencing pain. Patient was revised three (3) days later due to a broken plate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a3, a4, b2, b3, b4, b5, d6a, d6b, g3, h1, h2, h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified: quantity of 1 ribfix blu 12 hole prebent plt was returned for evaluation. A visual examination identified the implant to be fractured into two pieces. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap chest demonstrates multiple malleable plate and screw fixation devices for the right sided ribs with a fractured plate and screw device involving the second most inferior plate. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp (B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial surgery on an unknown date. Subsequently, the patient was admitted approximately three (3) weeks ago due to a broken plate, and was indicated to be revised approximately three (3) days after admittance. It has not been confirmed whether the surgery had taken place or not. Attempts have been made and no further information has been provided.